Manufacturer narrative:
The operator believes the issue is with the syringe and not the injector, so they do not want a field service engineer visit. No one was harmed during this incident. Operators report there is no sign of a injector malfunction. System continually in use by the customer.

Event description:
On (B)(6): customer reports there were no problems noted with the injector home sequence, syringe load or enable. A side injection only. Flow rate programmed to started at 1.5cc/sec and increase to 3.0cc/sec; lf coiled tubing with direct connection to IV with heplock. Throughout the injection, the pt bent his arm at least twice triggering a pressure limit warning. After about 80cc had been injected, the syringe failed at the flange and flew to the floor. Technologist verified no injury; scan completed as enough contrast had been administered.